Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient(staples not firing), during the pretest". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the first two staples were observed to be misaligned. The stapler was returned with 34 staples remaining in the cover block, indicating that at least 1 staple was fired by the customer. The trigger was returned partially engaged. No biological material was present on the device. Upon functional inspection, a partially formed and a malformed staple released at the same time. The second fire resulted in the staple fully forming and releasing properly. On the first fire in the skin pad, released an unformed staple. The next fire resulted in a fully formed and unformed staple at the same time. The third fire in the skin pad resulted in the fully formed staple and an unformed staple at the same time. The fully formed staple failed to insert in the skin pad. The next two fires resulted in the staples fully forming and releasing. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. The pusher appeared to be misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The reported complaint was confirmed based upon the sample received. Upon visual examination of the returned sample, the first two staples were observed to be severely misaligned. Upon functional inspection, a partially formed and a malformed staple released at the same time. The second fire resulted in the staple fully forming and releasing properly. On the first fire in the skin pad, released an unformed staple. The next fire resulted in a fully formed and unformed staple at the same time. The third fire in the skin pad resulted in the fully formed staple and an unformed staple at the same time. The fully formed staple failed to insert in the skin pad. The next two fires resulted in the staples fully forming and releasing. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient(staples not firing), during the pretest". No patient involvement reported.